Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump has been known to flip but the pump was appeared to be in the correct position the day of the report. The reporter had been able to read the patient's pump successfully with the 8840 physician programmer and the patient was able to give themselves a successful bolus yesterday (B)(6) 2015. The reporter did not know when the pump had started to flip. It was unknown if the patient had symptoms or if any troubleshooting had been done. The interventions reported were manipulation to flip the pump back so no surgical intervention had occurred. The cause of the flipped pump was not determined and it was unknown if the flipped pump had been resolved. The drug being delivered at the time of the flipped pump, the other medications the patient was taking at the time of the event and the patient's pertinent medical history were not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.